Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by an arthrex employee via e-mail that an ar-8550pr powerasp was used with revolutions at 4000 rpm, it starts to heat up and breaks. This was discovered during an ankle osteosynthesis on (B)(6) 2021. The case was completed by using a new ar-8550pr. Additional information provided 12/22/21: the base of the blade broke the ¿torque¿ that gives it movement. The ar-8550pr stopped working inside the patient, but when the surgeon removed the device to check it, they noticed that it was burned and the blade detaches from the torque easily. There were no burns to the patient or staff. As soon as they noticed the slightest change in temperature and the smell of burning, they stopped using it. No patient harm.

Manufacturer narrative:
Complaint device was not returned for evaluation. Based on the picture provided by the customer, it is confirmed the hub connector has broken off. The cause of this event remain undetermined; however most likely cause is the application of prying/leveraging forces to the device during use.

Manufacturer narrative:
Complaint device was not returned for evaluation. Based on the picture provided by the customer, it is confirmed the hub connector has broken off. The most likely cause(s) of this type of event include using the device without the use of irrigation to provide cooling; the plastic cam mechanism responsible for the actuation of the device might have heated up and deformed due to the heat. Therefore, the probable root cause is attributed to misuse.